Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue, customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced a loss of consciousness, requiring treatment of a sugar, juice and oral glucose via third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned (B)(6) reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue, customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced a loss of consciousness, requiring treatment of a sugar, juice and oral glucose via third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue, customer was unable to test due to the reader not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced a loss of consciousness, requiring treatment of a sugar, juice and oral glucose via third-party. No further information was provided. There was no report of death or permanent injury associated with this event.